Event description:
Boston scientific received information that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the physician flushed and palpated the incisions to ensure any air was removed. The device selected the alternate vector during set up; however, when the physician rubbed slightly on the superior electrode incision, noise was observed. The device was reprogrammed to primary as no noise was observed in that vector. Approximately 90 minutes later, the optimization was performed and the device again selected the alternate vector. No noise was reproduced when rubbing on the superior incision. It was suspected that the air had dissipated. The device and electrode remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.